Event description:
Customer received a blood glucose reading of 81 mg/dl on his breeze2 meter. He was in the emergency room and was retested on the hospital instrument which read 31mg/dl. The difference in the readings fell in the "c" zone of the consensus error grid, making the difference clinically significant. The customer received intravenous treatment to raise his glucose level. New meter and strips were sent to the customer and he is to return his strips for evaluation.